Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that it was reported that this patient was found unconscious and was asystolic. Cardiopulmonary resuscitation (CPR) was required. Device evaluation identified low signal amplitudes with inappropriate and appropriate shocks. No additional adverse patient effects were reported.